Event description:
It was reported that the patient ipg was causing pain and it was non-functional. The patient underwent a system explant procedure. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7080906/7081294.